Event description:
It was reported that patient was scheduled for coronary artery bypass graft surgery. While in "theatre," md placed sheath via right femoral artery. The guidewire was in place, and iab was removed from tray per instruction. Md fed iab over guidewire and met resistance at "about the 10 cm point" from the "y connection" near proximal end of catheter. Md removed iab and guidewire and inserted iab without guidewire (to save iab). Iab was inserted "perfectly"; however, it wouldn't inflate. Iab was removed and replaced w/success. No reported patient complications.

Manufacturer narrative:
The labeling for the involved product indicates that the product is a single-use device. A follow-up report will be filed if more information becomes available.